Event description:
When in use on pt a hole was noticed and patched to complete process, did not want to remove and start over. Possible potential danger to pt, nothing happened. Product discarded no sample available.